Manufacturer narrative:
No further information is known at this time. This report will be updated should additional information become available. B5: updated with additional information.

Event description:
It was further reported that the patient passed away on (B)(6) 2020 due to decompensated cirrhosis.

Manufacturer narrative:
Btg medical assessment: on (B)(6) 2019, patient was treated with 1.37 gbq of therasphere® administered in the right anterior sector (segments v/viii) via femoral artery. Volume of perfused liver was 300ml, dose to the perfused liver was 205 gy on spect CT maa and on pet y90 there was a higher perfusion in the tumour than in the normal liver and there was a complete distribution (99mtc-maa and y90 distribution in 98-100% of the tumour volume). On the (B)(6) 2020, patient was hospitalised for ascites and oedema (oedema is not a serious event), that led to a serious deterioration in health. Patient was treated with a paracentesis for ascites. The patient was discharged on (B)(6) 2020. Investigator listed the event as not related to the administration procedure but possibly related to the device therasphere®, and a concomitant disease erysipelas with inferior legs oedema. Ascites: severity: grade 3; serious - required medical intervention; anticipated; related to device. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. At this time this report is considered final.

Event description:
Auto-notification received from datatrak 28-feb-2020 for a patient enrolled on the proactif study as follows: site number (siteid): (B)(4). Unique patient ID (usubjid): (B)(6). Sae number (saespid): 1. Diagnostic term to describe primary sae (saeterm): oedémato-ascitis décompensation. Seriousness criteria (saecrit): led to a serious deterioration in health. Start date (dd-mmm-yyyy or un-mmm-yyyy) (saeadmdat): (B)(6) 2020. Sae outcome (saeout): resolved. Severity (ctcae v5.0 grade): (saesev): grade 3. Confirmation of relatedness was received 04-mar-2020: possibly related to device, not related to procedure. Oedema of leg - not related - concurrent disease. Incident: on the (B)(6) 2019, patient was treated with 1.37 gbq of therasphere® administered in the right anterior sector (segments v/viii) via femoral artery. Volume of perfused liver was 300ml, dose to the perfused liver was 205 gy. On spect CT maa and on pet y90 there was a higher perfusion in the tumour than in the normal liver and there was a complete distribution (99mtc-maa and y90 distribution in 98-100% of the tumour volume) on the (B)(6) 2020, patient was hospitalised for ascites and oedema (oedema is not a serious event). This led to a serious deterioration in health. The patient was discharged on (B)(6) 2020. Patient was treated with a paracentesis for ascites investigator reported the event as not related to the administration procedure but possibly related to the therasphere® device and a concomitant disease erysipelae with inferior legs oedema.